Manufacturer narrative:
Device manufacturing record was reviewed and confirmed all acoustical tests passed at the time the device was shipped to customer. No rework was done. Visual control is part of the device quality control steps and this passed as well. No further investigation will be performed due to the potential cause of the symptom not caused by the device, as described in the clinical evaluation. On (B)(6) 2019: as per customer follow up after the device was replaced the end user was doing great and states the remake fits beautifully.  No further issues.

Event description:
Customer reported that the end user got an ear infection after wearing the hearing aids for a few days. The end user consulted an ear nose throat doctor who confirmed the infection was like a fungus. Drops were prescribed to the end user. The ent believes it is the pressure of the hearing aid that has caused the infection. The infection disappeared after the use of ear drops.